Manufacturer narrative:
Investigation: one opened convenience tray with six loose 10ml syringes were received and evaluated. It was observed there were a few small black foreign matter particles on the bottom and walls of the tray as well as on the syringes in varying locations, including the flange, barrel and plunger rod. The particles appeared to have different composition such as ink, grease, and fibers. Potential root cause for the foreign matter defect is associated with the assembly, marking and packaging processes. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect.

Event description:
It was reported that foreign matter occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "black particulate found in syringe box & on syringe".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8285690. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-31. Medical device lot #: 8285689. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "black particulate found in syringe box & on syringe".